Event description:
The customer reported the system does not display fluoroscopy images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and tightened a loose connector on the live monitor. System operates as intended. (B)(4)